Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient previously implanted with a coronary stent presented at hospital experiencing chest pain, elevated troponin levels with a possible heart attack. It was stated that the doctor was not sure if the patient was having a heart attack. The patient was later discharged from hospital.